Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose reading. The customer's blood glucose level ranged from 280 mg/dl to over 500 mg/dl. The customer did not mention any high blood glucose symptoms. The customer declined troubleshooting. The customer said that the insulin pump was not the issue but a hormone surge. The customer was fine after changing the site. The customer had issues with the sensor. The customer will not return the device for analysis.